Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon was performing intertrochanteric/ subtrochanteric nailing of the right mid-shaft femur fracture, the tip of one of the guide wires broke off within the bone. The tip was left in the bone for stability.

Manufacturer narrative:
Device history records could not be reviewed as the lot number is unknown. The product was not returned for review, therefore its exact condition is unknown. This device is used for treatment. A product history search could not be performed, as the lot number is unknown. A definitive root cause cannot be determined with the information provided.